Event description:
Discrepant advia centaur ckmb results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant ckmb results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant ckmb results was due to the malfunction of the separation manifold and the bent aspirate probe. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.